Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 47 pulses and then the device was deactivated by the user at pulse 57. No housing or environmental seal damage was found. The needle mechanism was reset and deployed with no issue. No damages or defects were observed that would indicate the needle mechanism deployed early. Although no issues were noted with the needle mechanism, a root cause for the reported needle deploying early could not be determined.

Event description:
It was reported that the pod's needle deployed before the activation process could begin.